Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone that the insulin pump had failed battery test alarm and pump error. Customer¿s blood glucose was 145 mg/dl at the time of incident. Customer states that they are able to clear alarm and able to rewind the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Failed battery test, the motor arm cannot communicate with the main arm and hal software error detected. Not confirmed during testing. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, occlusion, basic occlusion test, force sensor test and the displacement test.